Event description:
A review of service data detected a reportable problem. During servicing, electrode sn (B)(4) failed the electrode belt current test, the fall off test and the therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the yellow positive ground wire was open inside of the trunk cable insulation, which caused the test failure. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.